Manufacturer narrative:
(B)(4).

Event description:
The consumer¿s family member reported that there was a return of urinary symptoms. Stim was increased from 0.7v to 0.9v and there was no trauma or fall related to this issue. They planned to monitor the symptoms and make incremental increased to stim as necessary until the efficacy was back to 50% reduction. This was noted to be a sudden change in therapy/ symptoms. Additional information from the consumer¿s family member reported that they were still working on getting the patient adjusted so the device would work for him. The patient got up 8 times on (B)(6) 2016 and stim was increased 2/10 of a pt because the night was bad. They planned to continue increasing every couple of days. It was noted that each time stim was increased, the patient normally felt stim at the base of his penis but at another increase, he felt a jolt at the implantable neurostimulator (ins) site that took his breath away. Further information noted that the patient was still not receiving effective therapy after the adjustments. The patient still had the return of symptoms and had to go to the bathroom as much as before they had the trial. They had been adjusting 2/10ths every time they adjusted and waited 48 hours to see if it worked for the symptoms before they adjusted again. They tried programs 1 and 2 but they did not seem to work. Patient services walked through changing from program 1 at 1.9v to program 3 at 0.3v. The patient felt stim and planned to keep it there while monitoring the symptoms. They were also going to follow up with the health care professional if the issues with symptoms continued. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the cause of the sudden return of symptoms, the actions/ interventions taken to resolve the event and to know the results of troubleshooting performed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient was received. It was reported that the patient had a return of symptoms. The patient stated that they have tried program 3 and 4 and saw improvements at the beginning but over time symptoms get bad again. The patient did not feel stimulation and the therapy was on. The patient was on program 4 at 1.3v and increased to 1.5v and felt stimulation in the correct area. The patient called back two days later and stated that after increasing stimulation, the patient laid down and felt it was too high and felt pain in the anal area. The patient was advised to try programs 1 and 2 but stated they felt stimulation too high in scrotum/anal area at 0.3 and 0.2v and felt their whole left leg was aching on 0.1v. On program 2, the patient felt stimulation in the thigh. The patient was advised to see their healthcare provider (hcp). The patient¿s wife called back again six days later and stated that they had set up an appointment with the hcp and company representative. The wife stated that the patient still felt stimulation even though the device was off. It was advised that the patient lower the stimulation setting to 0.0v. The wife stated that they have had it off for a week.